Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. An additional flow rate test was performed using the event infusion parameters found in the history log with the unit passing. Review of the history log supports the reported event parameters. However, originally a secondary infusion was deleted 30 minutes prior. The primary infusion was running at more than twice the secondary rate.

Event description:
It was reported that spectrum infusion pump over infused polymixin antibiotic. It was reported that the pump was programmed to infuse over a 60 minute period, but was found to have infused 75% of the medication over 30 minutes. It was also reported that the pt experienced not feeling well and that this is all that is known about the event.